Event description:
Patient presented to the physician with the ipg protruding out of the chest, exposing the patient to potential risk of erosion. Physician brought the patient into the or, opened the chest incision, examined the area, and discovered an enlarged capsule formation around the ipg. Physician cleaned the ipg pocket and closed. Patient presented back to the physician with capsule formation and fluid accumulation at the ipg site. Cultures were taken and results returned positive for infection. Physician brought the patient into the or, removed the ipg and a portion of the stimulation lead, flushed the ipg pocket, and closed. Patient presented back to the physician with improvements.